Manufacturer narrative:
Photo within the failure analysis that was provided showed that the stem had fractured just distal of the proximal body. The failure analysis stated that the stem had fractured due to fatigue. The mfg records have been reviewed and no anomalies had been found. This device has been in vivo for approx 2 years, 8 months. These devices have been used in the treatment of the pt. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issue for which zimmer of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. A field action was conducted on october 24, 2011; (182565-08/26/2011-001c) in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. Mfg records for the stem and proximal body were reviewed and found conforming at the time of manufacture. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported that the patient underwent a revision due to a fractured stem.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00999302045, zmr hip system femoral body, and lot #60426054. This report will be amended when our investigation is complete.